Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to pacing impedance on the right ventricular (rv) lead that was erratic and high at times. The lead exhibited noise and a fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage. Full analysis cannot be completed at this time due to pending litigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.